Event description:
Planned revision for unknown reason.

Manufacturer narrative:
(B)(4). Additional information received, stating that no revision surgery was planned, the surgeon raised an inquiry in case of future issues.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2019-00301, 3002806535-2019-00303. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Planned oxford knee revision due to unknown reasons.